Event description:
This flow sensor passed the tightness test, but when the ventilation operation was started, the external flowsensor failed alarm appeared on the screen. Hospital staff looked at the flow sensor and found that the tubing was rolled inward. He checked the unopened flow sensor in the hospital inventory. As a result, there were several with the same symptoms as this flow sensor.(lot.201060216)

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be traced to manufacturing (including quality control). In consequence, correction, corrective, and preventive actions were implemented. There was no reported patient or user harm.